Event description:
Valve would not flow before insertion. Could not prime pre-implant. When attempting to flush, it filled, but wouldn't flow through. Would not pump when hooked up to ventricular catheter.